Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) did not inflate properly and became oval. The physician was asked to deflate the balloon and was unable to do so, the device was recalled as defective. An unknown mynx control was used with new unknown contrast medium and there were no operability problems. Hemostasis procedure was performed. We confirmed that hemostasis was achieved without any problem. There was no reported patient injury. The device was inspected prior to use. The balloon was inspected prior to use. An unknown contrast medium was used at 50% dilution. Rate. The device was determined to be caused by the high concentration of the contrast agent. The product was stored per instructions for use (IFU). A 6f 10cm non-cordis radiforcal introducer iih sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The procedure was an endovascular therapy (evt) case with a retrograde approach. The operator was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2218101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) did not inflate properly and became oval. The physician was asked to deflate the balloon and was unable to do so, the device was recalled as defective. An unknown mynx control was used with new unknown contrast medium and there were no operability problems. Hemostasis procedure was performed. We confirmed that hemostasis was achieved without any problem. There was no reported patient injury. The device was inspected prior to use. The balloon was inspected prior to use. An unknown contrast medium was used at 50% dilution. Rate. The device was determined to be caused by the high concentration of the contrast agent. The product was stored per instructions for use (IFU). A 6f 10cm non-cordis radiforcal introducer iih sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The procedure was an endovascular therapy (evt) case with a retrograde approach. The operator was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) did not inflate properly and became oval. The physician was asked to deflate the balloon and was unable to do so. The device was recalled as defective. An unknown mynx control was used with new unknown contrast medium and there were no operability problems. Hemostasis procedure was performed. We confirmed that hemostasis was achieved without any problem. There was no reported patient injury. The device was inspected prior to use. The balloon was inspected prior to use. An unknown contrast medium was used at 50% dilution rate. The device was determined to be caused by the high concentration of the contrast agent. The product was stored per instructions for use (IFU). A 6f 10cm non-cordis introducer sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The procedure was an endovascular therapy (evt) case with a retrograde approach. The operator was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received separated from the device, and the stopcock was observed to be open. The balloon was found fully deflated. An inflation/deflation test was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator per mynx control IFU. Additionally, the inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification revealed that there was no residual fluid in the balloon of the returned device as received. A product history record (phr) review of lot f2218101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿balloon-inflation difficulty-during prep¿ and ¿balloon-deflation difficulty-during prep¿ were not confirmed through analysis of the returned device since it passed functional testing. The exact cause of the issue experienced could not be determined during analysis. Based on the information available for review and product analysis, contrast media factors likely resulted in the inflation/deflation difficulties reported as it was stated that the issue was ¿caused by the high concentration of the contrast agent, and the new mynx performed as intended after the contrast media was changed. The mynx control vcd¿s IFU, which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflate the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Neither the phr reviews, nor the information available for review suggests a design or manufacturing related cause for this reported event/product. Therefore, no corrective/preventive actions will be taken at this time. Neither the phr review nor the product analysis suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) did not inflate properly and became oval. The physician was asked to deflate the balloon and was unable to do so, the device was recalled as defective. An unknown mynx control was used with new unknown contrast medium and there were no operability problems. Hemostasis procedure was performed. We confirmed that hemostasis was achieved without any problem. There was no reported patient injury. The device was inspected prior to use. The balloon was inspected prior to use. An unknown contrast medium was used at 50% dilution. Rate. The device was determined to be caused by the high concentration of the contrast agent. The product was stored per instructions for use (IFU). A 6f 10cm non-cordis radiforcal introducer iih sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The procedure was an endovascular therapy (evt) case with a retrograde approach. The operator was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.